Event description:
It was reported to boston scientific corporation in 2005, that an enteryx procedure kit was implanted in a patient in 2005, (patient age, gender and weight are unknown). Twelve injections were performed, delivering a total of 5.1 cc's of enteryx solution injected intramuscularly. Of this, 2.4 cc's were injected submucosally. According to the complainant, on the same day, the patient experienced severe chest pressure. The patient was given vicodin elixir and the pressure was resolved eight days later. No weight loss was reported and no dilations or interventions were performed.

Manufacturer narrative:
The device remains implanted in the patient; therefore, a device evaluation cannot be performed. Note: this product was removed from the global market in 2005. Boston scientific corporation no longer produces the reported product. Device remains implanted.